Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient was receiving end of life (eol) message. The patient still has effective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced with a competitor ipg. The rep was not present for the explant; therefore, it is unclear why the device was explanted, if there were any complications, or what other devices were explanted. Explanted product will not be returned.